Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had only the two batteries running on backup battery. There was no other equipment with the patient. The patient was low flowing in the setting of sepsis. The log file review captured yellow wrench alarms throughout the duration of history. It appeared to be as a result of the controller losing power before the events of the log file, which caused the clock to reset. The log file captured low flow events. The log file also showed multiple low speed alarms as a result of the pump speed being manually set below the low speed limit for a few brief intervals. It was reported that the patient had very frequent low flow alarms. The patient did not feel any different and the patient was alert and oriented. The log file captured low flow events throughout the event history. Due to the nature of these events it was possible that there could be some sort of occlusion within the system (inflow, pump, outflow) that was reducing blood flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, an analysis of the log files provided by the account confirmed the report of low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Lastly, an analysis of the log files also confirmed a time stamp reset, indicative of a total loss of power to the system controller, including the internal backup battery, that would have resulted in a pump stop; however, a specific cause for this event could not be determined through this evaluation. The first submitted log file showed the system operating on the default timestamps through its duration. A clock reset indicated that there was a total loss of power to the system controller, including the internal backup battery, that would have resulted in a pump stop. A specific duration of time for which the pump was stopped could not conclusively be determined. Upon restoration of power to the system controller, the timestamp reverted to the default of (B)(6) 2001, per design. In addition, throughout the duration of the file, multiple low flow events were observed. Additional log files were provided for review, which contained data on 17may2021 and from 26may2021 through 27may2021. The files continued to capture multiple low flow events. The pump appeared to be functioning as intended throughout each of the files. The account later communicated that the patient¿s chronic driveline infection was the source of the sepsis. The patient was treated with intravenous (IV) antibiotics. The cause of the low flows was not identified. The patient ultimately expired on (B)(6) 2021 and the account communicated that the pump will not be returned (refer to MFR. Report # 2916596-2021-04107). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists sepsis and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also provides an explanation of all pump parameters. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit (mpu), or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. This IFU outlines the appropriate actions to perform in response to the pump stopping. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The "alarms and troubleshooting" section outlines all system controller alarms and how to respond to each alarm condition. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Lastly, the patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jan2014. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the source of sepsis was driveline infection. The infection was device related. The type of infection was methicillin-susceptible staphylococcus aureus (mssa) bacteremia secondary to chronic driveline infection. The patient was given IV antibiotics as treatment.

Manufacturer narrative:
Section b5: previous driveline and pump infection onset reported under MFR # 2916596-2021-04152. The patient's death was reported under MFR # 2916596-2021-04107.